Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a fixture loss five days post-operatively. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.